Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain, radiculopathy, and spinal pain. It was reported that the patient would be going to the healthcare professional (hcp) for a revision because ¿she just did not like where it was.¿ the patient stated it was not causing her pain but she thought it was too high. Patient was alive with no injury. It was later reported that on (B)(6) 2013 the manufacturing representative spoke to the patient briefly and the patient had stated t hat the stimulation seemed to be causing left leg pain. An appointment was scheduled for (B)(6) 2013. It was later reported that she had a ¿botched up surgery with a lot of problems¿ but problems were not related to the device. Patient still had inflammation around the implant site. Patient had acute pain. It was noted that the patient had pain in her back around the implant site and pain going down her left leg which had developed over the last few months prior to this report. Patient was not able to wear tight clothing for the past year prior to this report. Patient met with the manufacturing representative on the day of this report, (B)(6) 2013. Patient had ¿suffered for over a year with this damn thing.¿ it was noted that the patient was recording the manufacturing representative in order to remember everything. It was later reported that the patient had tried to charge the night prior to this report and the morning of this report. It was noted that the patient¿s spinal stimulator needed to be moved to a different location it was just hard. The patient stated she ¿had a lot of issues processing instructions and that was a mental health thing but she had that issue so she had to write things down and record them or she could not remember properly.¿ additional information received reported that the manufacturing representative met with the patient on the day of this report. It was noted that they were unable to reprogram the device secondary to discharged implantable neurostimulator (ins). It was noted that initially programming/relief was good and then at some point the patient broke her foot and had to be reprogrammed to get stimulation out of the foot and now the patient needed it back in her foot but could not do it secondary to devices discharged state.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.